Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was foggy. The same scope was used to complete the procedure. The hospital did not report any patient complications.